Event description:
A compaint was received from a customer that recorded portions of their display is missing. Pt indicated that they replaced the batteries in the system but it appears that the "units digit" is not been properly displayed. While on the phone a review the system was conducted. It was learned that the customer reported a blood glucose reading of 222mg/dl but the display only showed a 22mg/dl. Electronic checks were attempted but the only result that was displayed was a "f". A request is made to return the system for evaluation. In the meantime a replacement unit has been provided.